Manufacturer narrative:
The pump was received with operating currents within specification. The pump passed the self test, unexpected restart, rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. The no delivery alarm functioned properly during the basic occlusion and occlusion tests. The pump was programmed with multiple boluses and monitored. All boluses delivered properly and were listed in the bolus history screen. The pump was then programmed with multiple basal profiles and monitored. All basal profiles delivered their indicated amounts and were verified in the daily total screen. No delivery, bolus or basal anomaly was noted during testing. The pump was received with minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 498 mg/dl. The customer was treated for high blood glucose with needle. After the troubleshooting was done customer was still not comfortable with the pump they passed all the test. Customer was advised that we are sending the replacement pump. The customer reported via phone call indicating that the insulin pump had absence of no delivery alarm. Customer's blood glucose at time of incident was 443 mg/dl. Customer was advised to infusion set from the body. Customer was advised to run a 5.0 units fixed primed and assisted in performing the high pressure test. Customer stated the pump alarm. Customer was advised to monitor pump.